Event description:
It was reported that unspecified bd¿ pmcf-q-syte-vial-access was cracked on 3 occasions and had foreign matter. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. It was reported via survey response that the clinician experienced particulate embolism (1), foreign matter on device (1), product cracked (3).

Manufacturer narrative:
H.6. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Initial reporter additional phone#: (B)(6). The customer's address is unknown. (B)(6), USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ pmcf-q-syte-vial-access was cracked on 3 occasions and had foreign matter. The following information was provided by the initial reporter: material no: unknown. Batch no: unknown. It was reported via survey response that the clinician experienced particulate embolism (1), foreign matter on device (1), product cracked (3).